Manufacturer narrative:
(B)(4).a review of all batch record documents was performed for potentially associated lot numbers h13f05068, h13i04032, h13g31047, h13i06037 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis manifested by pain and vomiting coincident with peritoneal dialysis (pd) therapy. The patient went to the emergency room for the peritonitis and the same day was admitted to the hospital. The cause of the peritonitis was unknown. The patient was treated with vancomycin (ip, dose and frequency not reported) and fortaz (ip, dose and frequency not reported). The patient was also treated with ciprofloxacin (orally, dose and frequency not reported) and this treatment was ongoing. It was unknown if the hospitalization was ongoing. At the time of this report, the patient¿s outcome was unknown. No additional information is available. This is report 3 of 3.